Event description:
This is filed to report a perforation. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted, but while in the left atrium (la), the clip came in contact with the atrial wall, resulting in a perforation. For treatment, the physician decided to open the chest and patch the perforation. While the chest was open, the clip was deployed on the mitral valve, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation (atrial: surgical procedure) appears to be due to procedural circumstances during clip advancement, including user technique of advancement/positioning. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.